Manufacturer narrative:
(B)(4): the lot was manufactured from october 24, 2014 to october 25, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a large volume infusor. This observation was made before patient use, after filling it with fluorouracil. There was no patient involvement. No additional information is available. This is report 2 of 2.